Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30149809l number, and no non-conformances was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, post-ablation after pulling catheters back to the right atrium (ra), cardiac tamponade occurred. Pericardiocentesis was performed to remove 450 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage and was transferred to the coronary care unit (ccu) for observation purposes. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set within default settings for thermocool® smart touch® sf catheters at 30 watts. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2 mm for 3 sec. No additional filters were used with the visitag module. The color option used prospectively was time.